Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was damaged while the customer was sleeping. Reportedly, the cartridge tubing was "extremely bent" where the tubing connected to the cartridge. The customer's blood glucose (bg) level was 534 mg/dl and the bg level was addressed with a manual injection. Reportedly, insulin delivery was resumed.